Event description:
It was reported that the metal auger broke off from the handpiece during the course of a surgical procedure. There were no adverse consequences and no medical intervention required. A back-up device was retrieved without surgical delay.

Manufacturer narrative:
The device has not yet been received at the MFR for testing. An eval will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.